Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The insulin pump was received with corroded motor home switch. The insulin pump was received with cracked case at display window corners and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump was vibrating without an alert or alarm after being taken in a swimming pool. Customer stated that the case was full of water. Blood glucose level at the time of the incident was 83 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.